Event description:
It was reported that during an unknown procedure, the clip applier did not work. After two firings it did not gave any clips. The first two were malformed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the el5ml device found that it was received with dried body fluids. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and the clips could not fully advance due to the dried body fluids; this condition led to the malformation of five clips with gap; after that, five conforming clips were fed and formed. Upon evaluation the trigger was difficult to cycle due to the accumulation of body fluids. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.